Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an emergency room visit for high blood glucose levels and wanted to test the device. The customer stated that she was stressed due to a family member passing away and she also had a urinary tract infection. The customer's blood glucose levels ranged from 225 to 500 mg/dl. The customer did not report any symptoms. The customer treated with manual injections. The customer was wearing the device at the time of admission. The cause per the health care provider was diabetic ketoacidosis. It was unknown how the customer was treated in the emergency room. The customer declined to troubleshoot, but stated the people in the hospital messed with the settings and she wanted to check to see if basal rates were programmed accurately. The basal rates were programmed inaccurately. The customer stated she would follow up with her doctor and was satisfied. Nothing was replaced or returned.